Event description:
Caller reported an error with the continuous glucose monitor, specifically a cgm error 42, relating to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided and guided the caller through a complete pump reset, effectively resolving the issue without the error reoccurring.